Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations of noise, high shock impedance, and poor lead to header connection.

Event description:
It was reported that shock impedances on the right ventricular (rv) lead connected to this implantable cardioverter defibrillator (ICD) were found to be high out of range. There was also noted to be noise on the shock channel. When the lead was fluoroscopically evaluated, no issues were noted. However, when a tug test was performed, the df-1 portion of the lead came out of the device port. The physician elected to replace this ICD as it had been in service for ten years. The rv lead remains in service with the patient's new device. No additional adverse patient effects were reported.